Event description:
It was reported the system restarts and sometimes switches itself off. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos, rtos and battery were replaced and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.